Manufacturer narrative:
There was no button error alarm noted. The pump was received with an intermittent button response due to the corroded keypad traces. It was noted that there were no external ram error alarm and unexpected restart alarm during testing. The pump passed the unexpected restart error test and self test. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, and a minor scratched lcd window. There was no moisture damage noted on the electronics, motor, vibrator, motor, or the battery tube assembly.

Event description:
The customer reported via phone call that he received external ram error alarms. Customer received the alarm each he received an unexpected restart alarm. Customer stated that for the past 2-3 months, whenever he changes his battery he experience partial memory loss. Customer stated that he received unexpected restart and external ram error alarms about 6-8 times. Customer stated that the issue started around (B)(6) 2015. Customer stated that his pump got wet in the rain last sunday on (B)(6) 2015. Customer stated that the pump did not respond for 2 days but it later started working again. Customer stated that his buttons were not responding again on thursday night. Customer stated that he was hiking in the rain when he first received a button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.